Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of about 280 mg/dl. The customer reported treating with manual insulin injections. The customer reported a no delivery alarm from the insulin pump. The customer changed the infusion set of the insulin pump and found that the cannula was bent. The customer reported that the no delivery alarm was resolved by a complete infusion set change. No additional information was provided.